Event description:
It was reported that the patient underwent a cervical disc replacement surgery. During the procedure, the implant holder got stuck onto the artificial disc implant. The implant had to be removed and the patient had to have a fusion performed instead. No additional patient complications were reported.

Manufacturer narrative:
Late 30s to early 40s. Dimensional analysis revealed both locking pins bent out of tolerance, and the inferior implant retention feature is also slightly out of tolerance. Functional bench evaluation of instrument utilizing sawbone model did not identify complaint. Sample implant inserted and instrument properly removed multiple times, both with and without bone screws installed. Unable to determine the root cause of the foregoing event from the available information. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an artificial disc placement at c4-5. The patient had good bone quality. During the procedure the implant became stuck onto the inserter and could not be released. The patient had to have a fusion at the c4-5 level instead. No additional patient complications were reported.